Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on and unknown date and suture was used. The needle popped off prior to time intended. It is unknown how the procedure was completed. There were no patient consequences reported.